Event description:
The patient presented in-clinic after experiencing inappropriate shocks. Upon investigation, x-ray imaging revealed the right ventricular (rv) lead had become dislodged. Due to the dislodged lead, the rv lead oversensed atrial signals, resulting in the inappropriate delivery of high voltage therapy. A revision procedure was performed, and the rv lead was successfully repositioned. The patient was in stable condition.